Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump received with stripped coin slot. Unable to perform the displacement test due to the inability to remove the battery cap.

Event description:
Customer reported via phone call that insulin pump had stripped battery cap. Customer¿s blood glucose was unknown. Customer was advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with stripped coin slot. Unable to perform the displacement test due to the inability to remove the battery cap.